Event description:
International customer reported a reservoir readily inflated with air from a leak at the device connector. No adverse patient consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00055 and 2210968-2007-00056 for all associated reports. The same patient is represented in each medwatch. The actual device associated with this event is not known. Internationall affiliate reports the following possible products: lot 44753isp-mfg date: 08/03/2006- exp date: 09/30/2011, lot 44820isp-mfg date: 08/18/2006- exp date: 09/30/2011.